Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID, dob & weight not provided for reporting. Additional product code: hwc. Original implant date and explant date is unknown. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 12-feb-2010. Part #: 242.810, lot#: 6318712 (non-sterile) - 4.5mm lcp proximal femur plate 10 holes/283mm - right. Qty: 12. Components: raw material; part 19001 bp82 lot 6297028 raw material was received from supplier (B)(4). Certificate of test received from (B)(4) certificate of test for (B)(4) meet specification. (B)(4): a met inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported about a post operative broken lcp plate at the level of the hole no 7. The surgeon had to do a total hip replacement. Procedure was successfully completed. It was difficult to be removed, therefore, additional intervention was needed . There was a nonunion, clinical findings, delayed healing and decreased range of motion. This is all information reported at this time. This complaint involves one part. Concomitant parts reported: unknown quantity of screws, part unk, lot unk this report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: a visual inspection of the plate shows the part is broken into two pieces. The break runs across the threaded area of combi-hole number 10. There are also cosmetic marks/scratches on the top surface of the plate. The part¿s raw material was verified and found to be conforming. The features could not be measured at hold number 10 due to the damage. All features that were obtained and could be measured at shaft-hole number 9 during the investigation were within the tolerance specification requirements of the applicable inspection sheet. No manufacturing related issues were identified and/or confirmed. Based on this the complaint is rated as confirmed because the plate is broken as claimed by the costumer. But the complaint is not valid from the point of view of the manufacturing site since there were no deviations to specification found. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.